Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the access used was a trans-carotid approach due to the inadequacy of the leg vessels. The delivery catheter system (dcs) was positioned on the inner curve and was not able to be position symmetrically in the annulus. The valve was deployed at a depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc). Upon release, the valve dislodged out of the annulus to a depth of -3mm on the ncc and 6mm on the lcc. A second valve was implanted successfully. No additional adverse patient effects were reported.